Manufacturer narrative:
The device was explanted but not returned. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient developed an infection at the ipg site and was given IV antibiotics. Subsequently, the device was explanted. Nevro attempted to obtain additional information regarding the nature of the infection but was unsuccessful. Since the patient reported receiving effective pain relief from the device, the physician may re-implant in the future. There have been no reports of further complications regarding this event.